Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07dec2018. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reported that the unit had battery failure. The customer reported there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 11jul2019. Date rec¿d by MFR:10jul2019. The service engineer confirm this machine is a hospital operation problem, not a battery failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.